Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that prior to a brachy therapy procedure, the device was allegedly found to be missing maintenance documentation or guidelines. There was no patient contact.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of (B)(6) 2021. The correct g3 date is (B)(6) 2021. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g3 h11: b3, d1, d4(medical device catalog number), h6 (device) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a brachytherapy procedure, the device was allegedly found to be missing maintenance documentation, guidelines and information. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation. The customer was missing the customer information packet envelope. Therefore, the investigation is confirmed for the reported issues, and the root cause is manufacturing-related. Labeling review: labeling was reviewed and found to be inadequate in that the customer was missing the customer information packet envelope. The customer information packet envelope includes: original measurment certificates, ifus, customer curtesy labels and return instructions. Each customer should get their own customer information packet envelope. Device not returned

Event description:
It was reported that prior to a brachytherapy procedure, the device was allegedly found to be missing information. There was no patient contact.